Manufacturer narrative:
Covidien reference number (B)(4). The device returned to covidien singapore service for investigation. The unit passed all testing and functioned as intended. The customer reported failure could not be duplicated. The reported failure of "unit display was missing segments" is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported "lacking of strokes displayed on the device when testing heart rate". There was no patient involvement.